Event description:
It was reported the physician was performing a stenting and re-coiling case on a large neck internal carotid artery (ica) aneurysm that had been coiled approximately nine months prior. The procedure was meant to add coils to cover a large neck remnant that had formed since the original embolization. The physician successfully covered the neck of the aneurysm with an intravascular stent. The physician then chose to use the coil that is the subject of this complaint which reportedly "...possibly too long for the aneurysm remnant". After half the coil was inserted, it reportedly started to prolapse through the stent. While attempting to pull the loose loops back into the microcatheter, the coil became badly kinked. The physician tried to retrieve the coil which caused the coil to stretch further and subsequently detach unintentionally. The portion of coil that had been inserted remained in the aneurysm and the stretched filament was pushed by the interventional neurological radiologist (inr) up into the external carotid artery (eca) where it was held up by the flow. The stretched filament that had detached remained in its position inside the patient. The inr then reportedly reaccessed the aneurysm and inserted four additional coils to complete the embolization. Per a note from the physician "the aneurysm was well treated, with a angiographical perfert occlusion and the patient did not suffer any complications from the procedure".

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was implanted into the patient. Therefore, the user's experience cannot be confirmed. However, based on the the event description the coil was "..possibly too long for the aneurysm remnant". The warnings section of the directions for use (dfu) for this product family state "if undesirable movement of the coil can be seen under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more sized coil. Movement of coil may indicate the coil could migrate once it is detached...".